Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that as a step to resolve the issue they went and saw their doctor and had ¿(B)(6)¿ check it out. The patient was required to have an x-ray. It was noted that ¿it has shifted position¿ and has to be replaced. The issue was not yet resolved as the patient was waiting to get clearance from their insurance.

Manufacturer narrative:
Date of event is an approximation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the device didn't seem to work. They increased the stimulator and was still having problems with their bladder. They went to the doctor and they advised that it might have to be programmed. The patient had an appointment scheduled for (B)(6) 2017. This started in (B)(6) 2017, and they were sick with a sinus infection and cough, as well, then. On (B)(6) 2017, they reported that they didn't know what led to the device not working and bladder symptoms. They were sick with a bad cough and sneezing for three weeks in (B)(6) 2017. After that, it just seemed to quit working. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.